Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving gabalon (75 mcg/day and 72 mcg/day, concentration unknown) via implanted infusion pump indicated for cervical spondylosis. It was reported that pump cessation was suspected. It was reported that when interrogation was performed, a serious alarm sounded and a warning was displayed. Service code: 99 therapy cessation for 672 hours, 12 minutes. The device did not disappear after reading it several times. It had stopped for approximately 28 days. An MRI had been performed on (B)(6) 2024. When refill wasperformed, the programmer was updated with a residual amount of 4.4 ml, actual remaining amount of 5.5 ml, and a variability rate of 8.1%. It's condition did not change due to spasticity and the alarm did not sound. The physician explained that they should contact the hospital if something happened. If the pump was stopped for 28 days, it would be calculated as 4.2 ml inaccuracy if it was 75 mcg/day, so it was not known whether the pump was really stopped. The causal relationship to drug was unrelated. The causal relationship to catheter and programmer was none. The causal relationship to pump and procedure was unknown. No further information was received.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer (dist). It was reported that the pump was updated with refill and the issue was resolved. The pump was still in use. No further information was available.